Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. She stated that insulin squirted out of the tubing during manual prime and she was unable to exit the rewind/prime loop. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. Customer confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The customer declined replacement as she already had a new insulin pump. The device will not be returned for analysis.